Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 a patient isolate (pseudomonas aeruginosa) had a high mic for carbapenems. The user noted that the patient had two isolates, one from a urine and another from a blood source. The urine source gave the high mic for the drug meropenem. The urine isolate was retested giving a sensitive result, additionally, the sensitive result from the blood sample was used a reference for the final result. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary - this complaint is for high mic meropenem (mem) with pseudomonas aeruginosa upmc-15 when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 4205932. The customer did not return panels but returned isolates, phoenix generated lab reports and binary files for the investigation. The phoenix generated lab reports show high mic mem with p. Aeruginosa (accession # (B)(4)) when using the complaint batch. To investigate, retention panels of the complaint batch and control panels from the same material but different batch were tested using customer returned isolate p. Aeruginosa upmc-15 on a phoenix m50 machine and evaluated for mem mic results. All panels tested returned the expected sensitive mics for mem. Further testing was performed with disc diffusion on the customer returned isolate with mem discs. Results of the additional testing returned sensitive results for mem; this complaint is not confirmed. A review of the binary files was determined not to be required based on the results of the investigation. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 a patient isolate (pseudomonas aeruginosa) had a high mic for carbapenems. The user noted that the patient had two isolates, one from a urine and another from a blood source. The urine source gave the high mic for the drug meropenem. The urine isolate was retested giving a sensitive result, additionally, the sensitive result from the blood sample was used a reference for the final result. No health impact or consequence reported.